Event description:
Pt was revised to address infection.

Manufacturer narrative:
Examination of the returned items and review of the available device history records did not reveal any product problems, related mfg deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.